Event description:
It was reported via repair work order that the cot was unable to be raised due to a bent x-frame. Also, the wheel lock was broken with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.